Manufacturer narrative:
Device gave an unexpected pump error 38 during the rewind due to corrosion. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to no motor movement. Per visual inspection found traces of corrosion on the insulin pump cable terminal as well as the electronic assembly and the back of the lcd display. Motor was tested outside device, and it failed. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display was not blank less than 30 seconds and did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.